Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead on the current electrograms (egm). It was also reported there were low p waves. It was noted the reason for device check was a mass in the right atrium. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was diagnosed with a stroke potentially caused by atrial tachycardia/atrial fibrillation (at/af). It was further noted there was p wave under sensing. The lead was reprogrammed and a cardiac monitor was implanted.